Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited noise and high out-of-range pacing impedance on the right atrial (ra) channel. The out-of-range impedance triggered a lead safety switch. Boston scientific technical services (ts) review of information from device memory indicated loss of capture had occurred on the right ventricular (rv) lead channel. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit additional information regarding engineering review and analysis of clinical observations.